Event description:
It was reported that during a unk procedure, the clips fell out of instrument. The case was completed with another device of the same product code. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.